Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the sac growth of 20.5mm was confirmed and the indeterminate endoleak was determined to be a type iiib endoleak of the distal bifurcated stent graft. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review.the final patient status was discharged on the first post-operative day home stable following a secondary procedure. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The endologix infrarenal 55mm stent was placed in the left common iliac artery, most likely due to its off label diameter (should be 10-23mm), it was unclear if this contributed to the reported event. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply corrections: d11: updated the lot numbers concomitant medical products h6: method remove 3233 h6: conclusion remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal aortic extension and vela infrarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 5 years post initial procedure a type 3 endoleak of indeterminate origin with sac growth was identified during a routine follow up. Physician is planning a re-intervention. Additional information: the physician performed a secondary endovascular procedure to treat this reported event however exact date (end of (B)(6) 2020) and details were not provided. The reported type 3 (indeterminate endoleak) was confirmed to be a type 3b endoleak located at the distal section of the bifurcated stent graft.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal aortic extension and vela infrarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 5 years post initial procedure a type 3 endoleak of indeterminate origin with sac growth was identified during a routine follow up. Physician is planning a re-intervention.